Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma evacuation and irrigation, breast prosthesis was subsequently removed after accidental rupture of device. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis developed a hematoma in her left breast. As a result, the patient underwent evacuation and irrigation of the hematoma on (B)(6) 2018. The breast prosthesis was accidentally ruptured during the surgical intervention. Consequently, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2018.